Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with trouble shooting the device via phone. The tse suggested swapping the lcd panels. During a follow-up, it was reported that the graphical user interface (gui) central processing unit (cpu) was replaced. The customer reported the device has been returned to use. A covidien customer support engineer (cse) downloaded current revision software onto customer purchased gui cpu. All tests per service manual passed. (B)(4).

Event description:
A report received from the USA stated the upper portion of an 840 ventilator display was erratic. There was no patient involvement at the time of the event. The date of the event is unknown.